Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 24 and 36 hours. The patient removed the pod from the infusion site and discovered a callus. Once at the hospital the patients infection site was lanced and drained. The patient was treated with an injection of bactrim and iodine and gauze was placed on the infection site. While the patient was at the hospital they had experienced diabetic ketoacidosis (dka). The patient was treated for dka with an insulin drip (1.1 units) per hour. The patient was still in the hospital at the time of this call.